Event description:
Patient was placed on a ventilator post bronchoscopy. In the process, a sterile inhalation bag was spiked to the humidifier chamber and the heater was initiated. A few moments after spiking the bag, it was noted that the water was in the circuit and the patient began coughing. Respiratory therapist immediately removed the ventilator circuit and began bagging the patient with 100% oxygen via resuscitator to et tube. Patient was also suctioned for a moderate amount of clear fluid. A new ventilator was initiated without incident. The therapist noted that the humidifier chamber float failed to stop the flow of sterile water into the chamber. Hence, it free flowed into the circuit and the patient. The remainder of humidifier chambers from the same lot numbers were also replaced on other patients. Dates of use: 2009 (just moments). Diagnosis or reason for use: respiratory insufficiency. Event abated after use stopped: yes.